Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was caught in the guiding catheter while entering the lesion and the stent was damaged. The device was simply pulled out with the guiding catheter and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found the stent stuck inside the distal guide catheter. The stent was bunched distally from proximal to mid-stent region. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. The hypotube was cut at the strain relief by the investigator to allow for removal of the device from the guide catheter. The device was removed through the distal end of the guide catheter. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion damage at 5.5cm and 16cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was caught in the guiding catheter while entering the lesion and the stent was damaged. The device was simply pulled out with the guiding catheter and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.